Manufacturer narrative:
The surgical issue questionnaire was reviewed. The procedure was performed according to the instructions for use and stimulator erosion did not occur. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The stimulator is used to treat pain. The lead was not eroding. A suture was sticking out of the pocket. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported a wire coming out of their leg. The patient was taken to the or on (B)(6), 2022, and the lead was found to not have eroded, but a suture in the receiver pocket had. The suture was cut, the lead is still in place, and the pocket was closed.